Event description:
It was reported, the patient experienced an overdose in 2010. No further information was provided. It was unknown what drug the pump was being used to deliver. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).